Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received the cause of the reported pericardial effusion was not determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference # 3008452825-2020-00386, 3008452825-2020-00388. During a pulmonary vein isolation procedure, a pericardial effusion was noted. After placing the coronary sinus and right ventricle catheters, cardioversion was conducted. Following cardioversion, the blood pressure was noted to be lower in the sinus rhythm and fluids were given. The pericardial space was then assessed which revealed a pericardial effusion. The blood pressure then rose to an acceptable level and the procedure was completed. An effusion remained post echocardiogram, however the patient was deemed stable and no further action was taken.